Event description:
Revision surgery - the surgeon revised a previously implanted glenoid baseplate with four locking screws; secondary to implant malfunction. The center screw and two of the locking screws fractured.

Manufacturer narrative:
The original surgery was performed on (B)(6) 2007. The revision surgery was performed on (B)(6) 2013 just one month prior to six years of patient use. There was no information in this complaint regarding any patient activity, accidents, or medical contraindications that may have caused the device to fracture. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The returned components showed significant wear of the locking bone screw resulting in fracture of both the locking screws and central base plate screw. The liner is worn out, which is unclear if the wear was over a period of time or progressive wear when the implant components began to fail. A review of the device history records showed one non-conforming material report associated with the neutral reverse shoulder prosthesis socket, the parts were returned to the vendor. A review of the product complaint report history shows there were 83 prior complaints against the baseplate central screw related to screw fracture. The potential root causes for this event include: trauma, excessive loads or torques, improper installation and bad bone quality. None of these potential causes were reported with this complaint. There was no information in the complaint that showed any material, design, or manufacturing problems with the initial reverse shoulder prosthesis implants. There are no indications of a product or process issue affecting implant safety or effectiveness.